Event description:
A laparoscopic ratchet grasper broke during use in the abdomen on 1/24/96. Small piece the size of a pinhead was found to be missing. 1/24/96 x-ray: surgical clips in abdomen as described. .5mm metallic density structure overlies l2 and could represent a clip on end or an artifact or an object on the clothing or pt drape.